Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6)-old, female patient who was receiving morphine 10mg/ml at 4.943 mg/day via an implantable pump for non-malignant pain. On an unknown date, the patient missed a refill. The pump logs showed an empty reservoir alarm occurred on (B)(6) 2016 at 00:56. The hcp had not heard the alarm, but the family had heard it for days prior to the empty reservoir. The patient was going through withdrawal and experienced the symptoms of weakness, chills and nausea. A refill was planned for (B)(6) 2016 once the drug arrived.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient was ill on the refill date that was scheduled, so the patient rescheduled. The patient misread the personal therapy manager (ptm) refill date, so they came in late fora refill. The pump was refilled on (B)(6) 2016 and the patient was given intravenous (IV) fluids and IV pain medication. The empty pump and withdrawal symptoms resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.